Manufacturer narrative:
(B)(4). Batch # t5ap74. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Event description:
It was reported that during the operation for lung cancer surgery, the label on the packing shows psee45a, opened the packing, noted the gun was 60 as the photos show. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Per photographic evaluation: upon visual inspection of two photos, the following was observed: the first photo shows a box from top view and the label belong to product code psee45a, lot # t93892. The second photo shows an echelon flex 60 from batch area and belong to the batch # t5ap74. Based on the photos no conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Device anlaysis: the analysis results found that a psee60a device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.